Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to dreamstation auto CPAP device's sound abatement foam. The patient has alleged lung infection, and also burning odor observed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.